Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, and was making excessive noise. Therefore, the reported condition that the device would not run was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the compact air drive device had corrosion/rusting/pitting, insufficient/low power, the reverse locking mechanism was blocked, and the device would not reverse. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench at 6 bar, check for excessive noise, and check reverse locking mechanism. It was noted in the service order that air was flowing through the device, but there was silence in the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.